Event description:
It was reported that the surgeon wanted to reposition a screw that was placed slightly medial. The tip of the driver broke during the procedure. No complications have been reported.

Manufacturer narrative:
(B)(4). Analysis of the returned device shows that the t25 ball tip was broken at the start of the t25 ball tip feature (reduced section between the shaft and the t25 ball tip). The broken part was not returned for analysis. The t25 tip is twisted in the bone screw tightening direction. No pre-existing defect has been identified on the returned instrument that can be responsible of the breakage. The twist and the breakage of the driver are consistent with overloading applied to the driver during the bone screw tightening which happens during the repositioning of the bone screw as described in the event. This instrument is not intended to be used for bone screw insertion. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.